Event description:
Arjohuntleigh received a complaint where it was indicated that the pt was placed into the bed with the encore. During lifting the sound occurred and the pt directly had pain in her shoulder. She was placed in bed with a passive lift "ambulance was called and the pt was taken to the hospital the same evening to take pictures. Upper arm was broken". The pt than was hospitalized. Ref MFR# 9611530-2014-00018.